Event description:
Clinic notes were received on (B)(6) 2012. Notes dated (B)(6) 2012 indicated that the patient had a stroke. It was also stated that after the infection the seizures were better. Daily interventions were reported for the utis. No changes were made to the patient's device, and the battery was fine. The following clinic notes were also received: notes dated (B)(6) 2012 indicated that the patient had had complications with a suprapubic tube. Interventions were unsuccessful at stopping the utis. The patient had two seizures in the past week induced by the infection or trauma. The patient's generator was checked, and it was determined that the patient would need a new battery in late september or october. Notes dated (B)(6) 2012 indicated that the patient had had 13 seizures since (B)(6). The patient visited the ER after a seizure on (B)(6) 2012. The patient was not breathing for three minutes. The seizures were reportedly less severe and less frequent. Notes dated (B)(6) 2011 stated that the patient had three seizures over the past weekend. The patient also had a uti and urine retention, confirmed by urethra, penis, and urine cultures that test positive for (B)(6). Eeg notes from (B)(6) 2011 stated that the patient has a history of cva (cerebrovascular accident). Notes dated (B)(6) 2011 from the patient's brain CT showed that the patient had seizures with head trauma 12 days prior; however, there was no evidence of new intracranial abnormalities. Attempts for additional information have been unsuccessful. Surgery is likely but has not occurred.